Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noisy signals for its non boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with the noise not suspected to be physiologic in nature. Ts recommended further in clinic examination, with troubleshooting options discussed. This device remains in service. No adverse patient effects were reported.